Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep stated that the software upgrade did not fixed the problem. He replaced the helium regulator ((B)(4)). While he was replacing the regulator he observed a small hose was sheared off and the hight pressure transducer was not working, he replace the helium tubing ((B)(4)) and the hight pressure transducer ((B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The components are being returned to the manufacturing facility in (B)(4) for eval. A supplemental medwatch will be submitted when new info becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt "red tank and audible alarm". The pt was switched to another iabp and therapy was continued. No pt injury was reported.